Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results found that the atw35 device was received in good visual condition and with three reloads present. Reloads b and d were received fully fired; reload c was received fully fired with the lockout normal, with the pan dislodged and damage on the pan surface. The damage to the reload pan is consistent with an improper loading technique. If the cartridge is not fully inserted into the channel, when the device is fired it can cause the pan to dislodge from the cartridge. Additionally when the reload is loaded improperly or long loading (holding features of the cartridge are not snap on the channel windows) at the moment of the firing, the cartridge will be eject forward and some staples will be deploy (approximately half way) and malformed because of incorrect alignment the device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used on pulmonary artery at the third firing. Bleeding occurred from the distal part of the staple line. The staples were unformed. After the jaw was released, the "astriction" and ligature were performed to stop the bleeding. The bleeding amount was unknown and no transfusion was needed. The doctor commented that the cartridge was not loaded into the jaw properly by the nurse. At first, the 1st and 2nd firing of this instrument were completed without any problems. The nurse could not remember that the snap sound which is heard when a cartridge is loaded into the jaw was heard or not. There were no adverse consequences for the patient. The doctor confirmed from a dvd of the procedure that the cartridge was not properly loaded into the device.